Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient demographics and indication unknown, purge disc was not detected and the aic was exchanged. The impella aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange. Due to the limited information, no further information was provided nor patient outcome provided.

Manufacturer narrative:
H6 updated with e2403. The investigation is still ongoing.